Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was contacted due to hospitalization reported via social media the customer woke up with blood glucose of 600 mg/dl and saw the site leaking. Customer experienced the following symptoms, nausea, heart was pounding, head was spinning and had a hard time breathing. Customer tested her urine and came out ;positive for ketones. The customer treated with insulin and lots of fluid. Customer got her blood sugar down to 400 mg/dl. Customer decided to go to the hospital and was treated with fluids through intravenous. The customer declined troubleshooting for high blood glucose and leak. The insulin pump will not be returned for analysis.